Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue was caused by using generic spheres. The spheres were switch for medtronic spheres. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that after a manufacturer representative determined the likely cause of the issue was the third party spheres being used with the instruments as it appeared they were not flush with one another.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar. It was reported that during a spinal fusion case, the blue spine reference frame would flicker and not track consistently whenever an instrument would be brought into or out of the field. After both the instrument and the frame were in the field, they would track normally and not flicker. This caused a total delay of about 5-10 minutes but no other patient impact.